Manufacturer narrative:
A review of this failure has confirmed the event is not likely to contribute to a serious injury or death with the rationale below. This report will be the final submitted for this failure. Bd has reviewed 2 years of data associated with the failure, and determined that the failure has not contributed to a death or serious injury. This particular event would require the user to acquire replacement material in order to use as intended. This event results in user dissatisfaction. These physical defects do not negatively affect the results, and would render the product unusable. This is unlikely to cause serious injury. Any death or serious injury due to recollection is also expected to be remote as this type of specimen collection is considered to be low risk and routine.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). H.6. Investigation summary: the customer complaint is for a leaking vial of 491452 lot number 3093743. A 12-month complaint review was performed for the item number and lot number. No previous complaints for the defect mode were identified. Complaints are trended at the mebane, nc facility and trigger levels per the procedure have not been met, therefore, no CAPA initiation determination (cid) or corrective or preventative action (CAPA) has been initiated for the issue. Bd quality will continue to monitor and trend events related to this issue to determine if corrective actions are required. Material 491452 is manufactured at the bd mebane, nc facility on a validated automated filling line. The capper section of the vial filling line contains eight (8) capper heads, which caps the vials to a validated application torque range, controlled by servo motor. The capper is validated to inspect for application torque and unseated or missing caps. Vials that fail to meet inspection requirements are rejected automatically after the capper section. The review of the manufacturing device history record (DHR) for the lot number identified that it was complete and accurate during production at the mebane, nc facility. During the production process, a statistical sample of vials were subject to leak testing under vacuum. No leaking vials were observed. A review of the bill of materials (bom) was performed that identified the raw material vials in use during production of lot 3093743 was item number 500005680 lots 2246384 and 2332922. A review of incoming inspection records and supplier certificate of conformance (coc) shows all acceptance criteria has been met. An analysis of the retain was performed and did not identify any leaks or abnormalities. No sample was returned but pictures were provided. Pictures show a vial with notches at the rim of the vial opening. This could cause an inadequate seal and lead to vial leakage. The complaint is confirmed.

Event description:
It was reported when using the vial surepath collection kit 500, the patient sample leaked out of the vial. Sample recollection required.